Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the battery will not charge. The customer has tried known good batteries in the tempus pro and has made sure they are seated correctly. There was no impact to the patient at this time.